Event description:
It was reported that during central processing, the maryland bipolar forceps instrument's tip was damaged. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have thermal damage on the molded insulator located at the grip tip. Electrical continuity test was performed and passed. A visual inspection was performed, and the instrument was found to have mechanical indentations on the molded insulator. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use.